Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with mentor siltex round moderate profile 475cc saline prostheses experienced bilateral deflation post procedure. The deflation was noted by the patient. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2019-11978 for contralateral prosthesis report.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The explant date was estimated to be (B)(6) 2019 based on this information. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 7/8/2019. Device evaluation summary: according to the information provided, it was reported that the patient experienced a deflation of the implant. During evaluation of the sample parallel lines of shell wear were found on the anterior aspect, suggesting in-vivo folding or creasing of the device, also a tear measuring approximately 0.3 cm was noted in the posterior view. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. Possible causes of deflation of saline-filled implants include, but are not limited to, the following events: excessive stresses or manipulations as may occur during normal daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2019. The explant date has been updated to (B)(6) 2019. When the devices were explanted they were replaced with new mentor siltex round moderate profile 475cc saline prostheses. On (B)(6) 2019 mentor became aware the following information was erroneously omitted from the supplemental report submitted on (B)(6) 2019: 2. Is other serious-uncheck . 2. Is required intervention. Manufacturer¿s reference number: (B)(4).